Manufacturer narrative:
Conclusion: for further eval, church and dwight co., inc has requested the following from the user: the product, its original packaging, and the completion of an event questionnaire. To date, the requested product and its original packaging have not yet been returned.

Event description:
Received an email (B)(6) 2011 from the consumer stating he "...began to feel very sweaty and have a weird pain in my chest then a weird sensation on the side of my face...felt a little chilled...don't have a latex allergy." He went to the emergency room and "doctor said [it] was a reaction to something...the lubricant possibly but wasn't sure...the anxiety then <sic> I was feeling probably made it worse." In a (B)(6) 2011 email, consumer said, "I am fine..."